Event description:
Reporter alleged blood glucose measured 69 mg/dl back to back with a result of 225 mg/dl, when testing was performed 3 minutes apart. Customer stated the paramedics tested customers' glucose to be 71 mg/dl, when testing was performed at the same time as the 225 mg/dl result. It was stated customer was given orange juice with sugar, however, no other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.